Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. It was reported that the balloon was not soaked prior to use. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the heavily calcified diagonal artery. A 3.50 x 12 mm nc trek balloon dilatation catheter (bdc) was selected for the procedure. During preparation there was no resistance felt during removal of the stylet or protective sheath; however, the balloon was not soaked prior to use. The bdc was advanced with resistance to the lesion and inflated to 18 atmospheres. The balloon was inflated a second time, but would not inflate for a third time indicating that a balloon rupture may have occurred. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.